Event description:
The user experienced intermittent high ise results for control material and received an erroneous sodium result for one patient serum sample. The initial result was 146 mmol/l and was reported. The same sample was repeated and recovered 134 mmol/l. The user corrected the erroneous results that had been initially reported. There was no harm to the patient or delay in the patient's treatment as a result of the incident. The lot number of the sodium electrode was not provided. The field service representative determined the cause was a salt bridge on the diluent and internal standard nozzles. He cleaned the internal standard and diluent nozzles, replaced the internal standard and diluent dispense tubing and replaced all the ise syringe seals and pinch tubing. To verify the analyzer operation, he completed an ise check with no errors and performed calibration, qc and precision testing with results within specifications.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.